Manufacturer narrative:
(B)(4). D10: concomitant medical products: desc: unknown head; item: unknown; lot: unknown. G2: foreign - event occurred in germany. Investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that while walking, the patient suddenly experienced sharp right-hip pain, prompting indication for revision with osteotomy; the original stem was removed and a revision stem was implanted. The patient required partial weight-bearing of approximately 25kg for approximately six weeks postoperatively. Attempts have been made and no further information has been provided.